Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Article entitled ¿application of bone cement directly to the implant in primary total knee arthroplasty. Short term radiological and clinical follow up of two different cementing techniques written by lukas a. Holzer, michael a. Finsterwald, salar sobhi, christopher w. Jones, and piers j. Yates published in knee arthroplasty on september 2, 2023 was reviewed. This study aimed to analyze the difference in rll formation and clinical and radiological outcomes between two different techniques of cement application in primary tka; 1. Cement applied to the bone surface only -¿cement on bone¿ (cob) versus 2. Cement applied to both the bone surface and implant surface -¿cement on bone and implant¿ (cobai). 399 tkas were involved in the study. All knees were implanted with the attune knee implants (cemented). Patellas were resurfaced. Competitor cement was used. Adverse events -radioluciences of the femur, tibia and/or patella were reported in 138 patients. No interventions were noted and its not known if some patients had radioluciences of all three areas (femur, tibia, and patella). -3 revision for prosthetic joint infection ¿ treated with dair (insert exchanged) -1 revision due to tibial insert dislocation (insert exchanged).

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.